Manufacturer narrative:
The serial number of the analyzer was (B)(6). A review of the sample foam detection images did not reveal any abnormalities with the sample. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of a questionable elecsys troponin t hs assay result for a patient sample tested on the cobas e 801 module. The initial result was 18.4 pg/ml. The repeat result was 7.0 pg/ml, and a stat (short turnaround time) repeat result was 8.85 pg/ml.